Event description:
During an endometrial ablation procedure the physician received an error message indicating that the hydrothermal ablation procedure hand-piece has a greater than 10cc/min leak. The error code was repeating and the physician could not detect any circuit leakage. The physician exchanged with a new set and the procedure was completed without further incident or error messages. The procedure kit returned to biomed to be sent to manufacturer for analysis.